Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was scheduled for an implantable neurostimulator (ins) replacement. It was stated that the patient used high amplitude to cover the pain and experienced overstimulation when leaning back. It was added that healthcare provider (hcp) wanted to implant sensor to control patient lean backward and control overstimulation. It was also noted there was no device issue. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Concomitant medical devices: product ID: 3776-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), explanted: (B)(6) 2013, product type: lead.

Event description:
Follow up information reported that the patient was having issues with their implantable neurostimulator (ins) because of their posture due to being in a wheelchair. Specifically, the patient had issues leaning forward and backwards with the device. The ins system was removed and a new device system was implanted. After activation of the new device everything was reported as "working wonderfully". If additional information is received, a follow up report will be sent.